Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -7.45 percent. There was no patient involved.